Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump touch screen became frozen and unresponsive on the home screen. Customer's blood glucose level was 393 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.